Event description:
A nurse reported the surgeon saw crystal like particles with a microscope in the pt's eye during ophthalmic surgery on (B) (6) 2010. There was no pt injury associated with this event. She reported one add'l unit was affected. The second unit was not used on a pt. Add'l info reported by the nurse indicated the event occurred again on (B) (6) 2010 with a different pt. There was no pt injury associated with either of these events. There are two medical device reporting being filed. This report is for the event occurring on (B) (6) 2010.

Manufacturer narrative:
The device was not returned for eval. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Add'l info was requested. (B) (4). (B) (4). (B) (4).